Event description:
It was reported that the biventricular assist device (bivad) patient passed away on 01dec2023. They became too sick and never recovered after implantation. The outcome was not considered device or therapy related. Related manufacturer report number for lvad: (B)(4).

Manufacturer narrative:
This patient was on biventricular assist device support. The death has been reported under the lvad (see related manufacturer report number: 2916596-2023-08529). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient never recovered following the device implantation procedure. The patient became too sick and ultimately expired. The patient outcome was not considered to be device or therapy related. Due to patient privacy laws the managing hospital would not communicate any further patient outcome information. An autopsy was not performed and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.